Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. It was also reported that multiple o-rings were observed on the pneumatic tap. The customer removed the o-ring from the pneumatic tap, reloaded the existing cartridge, and successfully resumed insulin therapy. There was no reported adverse effect to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.